Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was between 300mg/dl and 500mg/dl. The customer states they treated with pump. It was reported that the customer's insulin had been leaking. It was reported that the customer had bent cannulas that may have been caused due to not having serter. It was reported that the customer would be sent replacement sets and serter.